Event description:
It was reported that the patient presented for a follow-up in clinic. Upon interrogation, it was noted that the right atrial lead exhibited noise that was oversensed by the device and led to inappropriate mode switch and inappropriate pacing. Programming changes were made. The patient was stable.